Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 26, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.6 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites or gel exposures were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2023 mentor became aware that it erroneously reflected the device as not returned in section h. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on november 13, 2023. The patient is fully recovered. Clarification was received on (B)(6) 2023. The lot number is 5774998. The serial number was obtained. The serial number is (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed on (B)(6), 2023. Both lot numbers 5745500 and 5774998 were provided, however, it could not be determined which lot number belongs to the impacted product. This is reflected in d4 (lot).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 5745500 number, and no non-conformances related to the malfunction were identified. Manufacturing date: 01/may/2007. Expiration date: 15/apr/2012. A manufacturing record evaluation was performed for the finished device 5774998 number, and no non-conformances were identified. Manufacturing date: 27/sep/2007. Expiration date: 25/sep/2012 . Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).